Manufacturer narrative:
Several attempts were made to obtain the device for inspection and investigation, but it was not returned to the manufacturer. Manufacturing history was reviewed and no issues were found. Since the device was manufactured in 2018, it is possible that the problem occurred due to normal wear over time. The complaint is considered closed. Should additional information become available, it will be reopened.

Event description:
During a total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy the surgeon noticed that a piece of the needleholder had broken off in the patient's vagina while suturing the vaginal cuff. The piece was retrieved and the instrument and broken piece were immediately removed from the field. An x-ray was not necessary. The procedure was completed as planned. No patient harm or surgical delay occurred as a result.